Event description:
It was reported that the patient was not getting relief. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20489180/21234197. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 20227300/20603030.